Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. A 3mm x 40mm x 146cm coyote es balloon catheter was advanced for dilation. However, on the second inflation at 14 atmospheres for 2 minutes, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient complications reported and the patient status was good.

Manufacturer narrative:
E1: initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. A 3mm x 40mm x 146cm coyote es balloon catheter was advanced for dilation. However, on the second inflation at 14 atmospheres for 2 minutes, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient complications reported and the patient status was good. It was further reported that the target lesion was 99% stenosed and mildly tortuous and severely calcified and, it was located in the vessel below the knee.